Manufacturer narrative:
No product was returned. The root cause of the limb ischemia was most likely patient condition. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. Us complainant reported the impella access site was bleeding. A sandbag was placed overnight and controlled, but continued to bleed. Additionally, the right leg had low pulses. The staff made the decision to remove the impella cp and implant the impella 5.5.